Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Explained to customer that during seating the force sensor did not detect the reservoir. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test due to a loose drive support disk.